Event description:
Patient had an allergic reaction to a medication of ours (coe soft). The patient experienced a swollen lip and irritation after use of the product. The doctor called to get the ingredients in coe soft because the patient went to the ER with a swollen lip and irritation of the product. The doctor indicated that the patient did not experience an issue until 3 days afterwards. The doctor admitted that they used an expired product. The product expired in march 2011. The doctor indicated that the patient was doing well and that the swelling went down with the use of benadryl.